Event description:
Device issue: none. Adverse event: visual disturbance. Time of adverse event: three days post procedure. It was reported via a trial that 3 days after a left internal carotid artery xact stenting procedure, the patient experienced bilateral eye darkness. The patient has a history of visual disturbance; however, the occurrence of these events has increased since the carotid artery stenting procedure. Reportedly, no intervention has been performed. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported visual disturbances (neurological complication) are a known adverse event listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.